Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent was used during a removal of bile duct stone and stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the stent was attached to the naviflex delivery system and was in the intended position. When the pull wire was extended, the pull wire cap detached and the guide catheter could not be pulled. The stent could not be released. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent was kinked and deformed/collapse, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Although the device expiration unknown, complainant stated that device was used prior to expiration date. For the investigation result of stent kinked. Investigation result of stent deformed/collapsed. Visual evaluation found that the stent was kinked along all drainage holes on the proximal pig tail and along the third drainage hole from the distal end on the distal pig tail. The proximal tip of the stent was deformed from being crushed against distal tip of the push catheter. The push catheter was bent in several locations. The guide catheter was bent and kinked in several locations. The pull wire cap was detached and not returned. The proximal tip of the pull wire was bent, indicating the cap was attached securely during manufacturing. Pull wire was bent at approximately near the proximal end. The functional evaluation for stent deployment was performed and the stent started to creased and could not be deployed. The evaluation concluded that the noted damage is most likely due to some handling aspects of the device during shipping, storing or prepping. Efforts to deploy the stent could cause further complications such as crushing of stent against push catheter, bending of pull wire and detaching of pull wire cap. Furthermore, the issue was identified outside the patient therefore the most probable root cause is handling damage.